Event description:
It was reported that there is sensing difficulty, and that two atrial fibrillation episodes and three asystole episodes were recorded. The recorder remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.